Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the vad coordinator called stating that the patient presented with neurological deficits consistent with an air-embolic stroke while still in-patient. Vad coordinator was requesting more information regarding safe use of a hyperbaric chamber with heartmate 3. The vad coordinator was informed of the risks associated with hyperbaric chamber therapies and lvad's. Vad coordinator was advised that abbott does not promote the use of hyperbaric chambers with heartmate controllers. The heartmate 3 was operating as expected without any alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.